Manufacturer narrative:
Sorin group (B)(4) manufactures the scp unit. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that a centrifugal pump would not resume flow back to normal levels after flow was decreased for removal of the cross clamp. Because the procedure was almost over, the pump was hand cranked until the case was completed. No pt injury was reported. The unit was returned to sorin group for eval. During functional testing, the unit was run under simulated use conditions for 18 hours with varying flowrate and back pressure. No problems were found. Upon further communication with the customer, the biomedical engineering department confirmed they were also unable to replicate the reported problem. The biomedical engineering noted a loose connection on arrival in the operating room at the time of the reported event. The impact of the connection on the reported failure could not be determined by the biomed, but he believed the user created the problem. The unit was returned to the customer as requested. No further action is deemed necessary.

Event description:
Sorin group received a report that a centrifugal pump would not resume flow back to normal levels after flow was decreased for removal of the cross clamp. Because the procedure was almost over, the pump was hand cranked to maintain blood flow until the case was completed. No pt injury was reported.